Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged pump head door assembly. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be wear and tear to the pumphead door assembly. To correct the condition, the pump head door assembly was replaced. If any additional information is received, a follow up MDR will be sent.